Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this supplemental MDR is submitted to report the results of the sample evaluation. The returned sample was found to be damaged due to shipping conditions; as such, a functional evaluation could not be performed. Visual evaluation of the sample confirms for bent guidewire and back up tabs. Photos provided by the contact depict multiple broken fasteners. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed, including review of provided photos, the issue that presented was due to forces applied during use. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2021, two bard/davol 3dmax meshes were being fixated using a bard/davol optifix straight device. As reported, when the surgeon fired the device with adequate counter-pressure, eight fasteners were successfully fixated (four fasteners on each mesh) and a few broken fasteners were deployed. As reported, fixation was not applied near a hard structure. The surgeon removed the broken fasteners from patient's body with graspers and completed the procedure. The surgeon is an experienced user of the optifix straight device.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. When sample evaluation is completed, a supplemental emdr will be submitted.

Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2021, two bard/davol 3dmax meshes were being fixated using a bard/davol optifix straight device. As reported, when the surgeon fired the device with adequate counter-pressure, eight fasteners were successfully fixated (four fasteners on each mesh) and a few broken fasteners were deployed. As reported, fixation was not applied near a hard structure. The surgeon removed the broken fasteners from patient's body with graspers and completed the procedure. The surgeon is an experienced user of the optifix straight device.